Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. The company rep found the customer uses extension cord for the system. Per the operator's manual, "the accurus power cord is a medical grade power cord with the least leakage current per foot rating available. Extension of the power cord by hospital staff is not recommended. Unauthorized extension of the power cord could result in injury." No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A nurse reported a system message was received. Additional info was received indicating the reported event occurred during setup for a posterior vitrectomy. The displayed system message could not be cleared, therefore, the surgeon was unable to complete the case. However, according to the company service rep, the pt had already been intubated. There was no pt harm or injury reported.